Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they frequently no or intermittent response by button press (whole keypad ) during normal use and buttons were unresponsive. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was asked verbally and in written form to return broken pump for analysis. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with cracked select button keypad overlay, damage keypad overlay texture, minor scratched lcd window, missing display window cover, cracked battery tube threads, cracked case at corner of the belt clip rails and faded serial number label.